Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was post paced t wave oversensing. The patient did not receive therapy and the oversensing was noted on a stored electrogram. Non sustained lead noise wa also noted. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.